Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing fluctuating blood glucose (bg) levels (50-600 mg/dl). A bolus of insulin and/or insulin injections were used to address the high bg level. Candy, juice and peanut butter bars were consumed to address the low bg. The customer did not know what caused the fluctuating bg levels and thought that possibly the carbohydrate ratio or correction factor may need to be adjusted. The customer has a laborious job and exercises a lot. The customer was to discuss adjusting the pump settings with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed between (B)(6) 2016 and (B)(6) 2017. User made small adjustments to basal rate settings throughout the month. There were no erratic bolus requests or basal rate adjustments. There were no obvious requests or deliveries that would cause low bg levels. There is no evidence of a pump malfunction or failure.